Event description:
Physician reported that piece of needle sheath separated from device. The physician observed that part of the needle sheath seemed to be sheared when the needle was removed from the introducer. The piece was not recovered from the pt. Physician opinion is that pt is not subject to add'l risk or harm.

Manufacturer narrative:
Physician remove safety funnel and did not use the product according to the direction for use. It is believed that because of this, the sheath was damaged and a piece separated from the device. On (B)(4) 2012, a rep from the company met with the customer to discuss the event and examine the product in questions. It was discovered that the tlab system was deployed per provided directions for use (dfu) with the exception that the safety funnel/hemo valve assembly was removed and not reattached prior to inserting the biopsy needle. Initial observations and procedure discussions with the user suggests that with the safety funnel/hemo assembly removed, the tenting operation of the 7f introducer can cause a crease, dent, and some sort of defect that weakens the surface tensile strength of the sheath. As the device is withdrawn from the 7f introducer, this deformation of the sheath could cause the sheath to tear at the deformation site. The company representative pointed out that the dfu clearly states that the safety funnel/hemo assembly must be in place prior to insertion of the biopsy device.